Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Device was programmed with contour next test glucose meter. Device communicated properly, recorded the 98 mg/dl test value properly from glucose meter. Device sensor feature is working properly. No unexpected bg meter communication errors or anomalies were noted during testing. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, and severely scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose of 450 mg/dl and the current blood glucose was 390 mg/dl. The customer also reported that, the rails on the back of the insulin pump was cracked. The customer also reported the error on the meter. Based on customer report customer does not allege pump was under delivering. Customer treated high blood glucose with bolus. Customer advised to troubleshoot the pump if she thinks the pump is not doing what it should but (B)(6) declined. Troubleshooting determined that, the insulin pump should be replaced. The device will be returned for analysis.